Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Its device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Ofr checked the subject device and found followings; -the distal end cap was scratched. -the adhesive of the bending section rubber was worn. -the remote switch 1 had worn and torn. - the light guide tube coating was peeled off. - the passage of the cleaning brush in the channel was failed and the instrument channel used more than 1 year was replaced as preventive maintenance. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Enterobacter cloacae complex (12 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.